Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic ulcer. It was reported during the index procedure while flushing the endurant limb, bubbles were observed. An attempt to remove the bubbles was unsuccessful. Heparin was then injected, however this mixed with the water solution into the center cavity and it was determined that the bubbles could not be removed. An additional endurant limb was used to successfully complete the procedure. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated post completion of investigation. If information is provided in the future, a supplemental report will be issued.